Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed successfully. There were no reports of any adverse consequences as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the geartrain, as well as, corrosion on the bearings and motor assembly. Those parts were replaced along with other components. Service did a clean lube, and adjust to the device, and it was repaired and returned to the customer.